Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving unknown baclofen via an implantable pump for intractable spasticity. It was reported that the hcp stated the patient was experiencing altered mental status and they would like to have the pump interrogated and possibly stopped. An agent provided contact information for the national answering service (nas). Additional information was received from the healthcare provider (hcp) on (B)(6) 2026. When asked to clarify the patient's altered mental status, the hcp reported that it was related to a refill procedure resulting in a pocket fill. The cause of the altered mental status was due to the pocket refill causing an overdose. They reported that troubleshooting taken for the issue included that the stopped intrathecal baclofen (itb) therapy and symptoms resolved. They reported that steps taken to resolve the issue included that they stopped the itb therapy. The altered mental status resolved.

Manufacturer narrative:
B2: overdose. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.